Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an unresponsive button. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the button lost sensitivity at first and eventually became unresponsive. There was no indication of troubleshooting or the issue being resolved. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm. Unit received with intermittent act button response due to flattened button keypad dome. J2 button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip.